Event description:
It was reported that the customer needed assistance to program the insulin pump. Customer stated that the previous pump had a crack on the screen. Customer was still using the old pump. Customer declined to troubleshoot for low blood glucose levels. Customer had a low blood glucose level of 40 mg/dl. Customer felt really sick and was given juice. Customer stated that if she misses a meal, she goes low really quick. Customer has not been hospitalized due to their low blood glucose levels. Customer has been experiencing lows for about 2 months and she does not eat breakfast. Customer has not been using the bayer meter that she was given. Customer was advised to link to the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.